Event description:
It was reported that the ceramic liner was inspected, upon opening and found to be acceptable. The liner was then placed and lined up within the acetabular shell, and impacted with the appropriate impactor. Upon impaction the ceramic liner broke.